Manufacturer narrative:
(B)(4). Additional information found in device available for evaluation?, device evaluated by MFR?, device manufacture date, and evaluation codes. The device was received for evaluation. A visual inspection was performed and a crack was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. This issue will be further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was noted before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.